Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2. (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 10.1 mmol/l (mobile 1 system) and 3.2 mmol/l (mobile 2 system). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.